Manufacturer narrative:
Service inspected the analyzer and performed several troubleshooting procedures including the replacement of the cable, ict to ict preamp (c-35016756-01) on the alinity c processing module (B)(4). Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4) as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The trending review did not identify any trends for the cable, ict to ict preamp (c-35016756-01) and the alinity c processing module (B)(4). The device history record was reviewed and showed no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely depressed sodium (na) and potassium (k) results for a patient while using the alinity c processing module. The customer provided the following data: initial na result = 108 mmol/l, repeat result = 144 mmol/l (normal range: 136-145 mmol/l). Initial k result = 2.6 mmol/l, repeat result = 4.0 mmol/l (normal range: 3.5-5.1 mmol/l). There was no impact to patient management reported.